Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room experiencing pain at the implant site. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. After a device software download, normal device function resumed. The patient was discharged and would continue to be monitored.